Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device passed. Pairing testing was performed and the device passed. Transmitter functional testing was done and passed. Data was reviewed and loss of connection was observed. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. A root cause could not be determined.